Manufacturer narrative:
The customer reported that gz transmitters are assigning themselves to tiles on this central nurse's station (cns) without any kind of user interaction. According to the customer, the transmitter assigned itself to previously empty tiles. The unit operates normally once it has assigned itself to the tile. The cns was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that gz transmitters are assigning themselves to tiles on this central nurse's station (cns) without any kind of user interaction. The cns was not in patient use at the time.